Event description:
It was reported during an atrial flutter cardiac ablation procedure with a (B)(4) rf generator, it was thought that the generator was in temperature control mode; however, the temperature of the catheter tip rose to 98 degrees celsius. The generator was understood to be setup in temperature control mode at 40 watts, 50 degrees celsius and rf application time of 240 seconds. During the first 15 seconds of ablation tip temperatures rose to 98 degrees celsius. The catheter cable was replaced and further applications of rf were applied with tip temperatures of 45-48 degrees celsius noted. The physician still thought these temperatures were higher than expected and the catheter was removed from the pt. Visual inspection of the device revealed blood was visible on the tip of the catheter with no charring noted. A new therapy cool flex catheter was used to complete the procedure with tip temperatures of 30-34 degrees celsius with generator setting in temperature control mode at 40 watts, 50 degree celsius and 240 seconds with no further incident or consequences to the pt. Review of the recording strips by the user revealed during initial rf application the generator was performing in power control mode where rf was not limited by temperature. The following day the pt's status was reported as fine.

Manufacturer narrative:
MFR eval - one (B)(4) rf generator was received for eval. Visual inspection revealed no anomalies. The generator was powered on and revealed no error message. An ablation simulation test was performed in temperature mode with a thermocouple, thermistor and cool path and cool path duo catheters with no issue. The temperature reading was normal and the impedance reading was stable throughout the testing. The returned therapy cool flex catheter was used to complete an ablation simulation test in power control mode and met all specs. The tip temperature was increased to 80 degrees celsius and the generator performed as specified per the IFU displaying "hi" in the temperature display. The recording system print out from the hospital was reviewed and appears the generator was in power control mode. The returned therapy cool flex and cable were analyzed and met all spec criteria. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification for the reported unexpected temperature increasing is consistent with use/user error. The IFU states the following regarding temperature mode and power control mode: "in temperature control mode when using a catheter with a temperature sensor the temperature display will continuously show the measured electrode temperature during the rf power delivery. In power control mode the system will monitor and display the temperature numerically from 15 degrees celsius to 80 degrees celsius in the temperature window and flash. When the measured temperature is greater than 80 degrees celsius, the display shows hi, and the audible tone beeps twice as fast to inform the user the monitored temperature is above the upper limit. In power control mode if the clear/mode button is pressed while in edit mode, it will toggle power mode versus temperature control mode. When the instrument is operating in the power control mode, the clear/mode button will remain lit. In this mode of operation, temperature is monitoring and flashing but does not control the rf delivery."